Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mbm180 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that the animal underwent an animal c-section surgery on (B)(6) 2019 and the suture was used on the abdominal wall of the canine, using an interrupted loop. On (B)(6) 2019, the suture found to be broken 2/3 way of continuous line; knots were intact.